Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has multiple error code messages and shut down on a patient. The customer reported that there was no harm to the patient or user.